Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer reported that during a procedure, the needle retractor was not functional, and alleged a risk of blood exposure. The pt info is not available at this time. Caridianbct is awaiting the return of the disposable set. This report is being filed due to an allegation of a safety risk.